Manufacturer narrative:
Siemens filed an initial MDR 2517506-2019-00397 on (B)(6) 2019. Additional information ((B)(6) 2019): siemens has reviewed the information provided and the service actions performed by the customer service engineer (cse). The issue was resolved with sample 1 probe (s1), and reagent probe (r1) mixer replacement and maintenance. The replacement of parts is considered normal troubleshooting/maintenance for issues of this nature. System verification indicates acceptable performance after the customer service visit, and there have been no other issues reported by the customer. The repeat of the same sample yielded expected results. A potential product issue was not identified. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report a discordant, low enzymatic creatinine (ecrea) result obtained on patient sample on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to check sample mix, replace reagent probes with high counts, run service method tests (smts), verify the bottom of cuvette correction (bocc) and check other probes/mixers. The cse when on site sequenced sample 1 probe (s1), reagent probe 1 (rp1) and reagent probe 2 (rp2) without issue. The cse observed a slightly frayed horizontal belt on rp1 and semi solid build up on the rp1 mixer, both were replaced. The bottom of cuvette correction (bocc) was checked, and probes (rp1, rp2) aligned. The cse performed s1 and rp1 mix studies and both mixers were replaced. A system quick check and quality control was within specifications. Siemens is investigating.

Event description:
A discordant, low enzymatic creatinine (ecrea) result was obtained on patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The same patient sample was retested on an alternate dimension vista instrument, resulting higher. The higher repeat result was reported to the physician(s) as the correct result. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant low enzymatic creatinine (ecrea) result.